Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar. A review of the related device history record for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocars leaked during a left eye vitrectomy procedure. The procedure was completed by replacing the product with another. There was no harm to the patient. The product sample was retained. Additional information is not expected. This is the second of two reports for the patient.